Event description:
Home pt(hp) reported feeling overfull while using the homechoice cycler for apd therapy. Hp states she encountered an alarm during the initial drain phase of therapy. Hp states the alarm may have been a "low drain volume" alarm. Hp further relates she had inadvertently left the clamp on the patient line of the homechoice set closed. Hp states she opened her clamp and then bypassed the alarm advancing the homechoice cycler into the first phase of the first cycle fill 1. Hp states during fill 1 she received the programmed fill volume of 2200ml. Hp relates during the dwell 1 phase of therapy she felt full and initiated a manual drain. Removing 1000ml of fluid. Hp states that after removing the 1000ml of fluid she no longer felt full and continued therapy to completion with no further difficulties. Hp states there was no patient injury or medical intervention.